Event description:
8-10 hours after placement of the PICC in the left axilary vein, the patient complained of pain during a heparin/saline flush. The patient developed phlebitis. An x-ray was done which showed no problems. Inflammation and tenderness was reported along the vein. The catheter was removed.